Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that lead safety switch occurred on (B)(6) 2016. There are inappropriate atr events showing noise on the ra lead. There has been no intervention yet.

Manufacturer narrative:
In (B)(6) 2017 it was reported on the ra lead exhibiting noise and impedance were out of range.